Manufacturer narrative:
Based on the claim against the product by the customer noting errors 252, 54 occurred, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer rebooted the system and the initial error cleared but error 54 was still present. An intuitive surgical, inc (isi)field service engineer (fse) guided the caller to power down the system and connect a new bfc to the 3rd port. System came up properly, without error 54 message. Top port was identified to be defective during troubleshooting. Fse replaced the fiber optic cables to resolve the issue. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The complaint regarding non-recoverable errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This remains a reportable event due to the following conclusion: it was reported that after the start of the procedure, there were non-recoverable errors and the procedure was converted to open. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error 252. Customer was unable to reach technical support due to a phone provider issue. Customer used the instrument release key (irk) to remove the instruments and rebooted the system before reaching out to the field service engineer (fse). Nurse stated that "preventive maintenance - error 54" was also displayed on the touchscreen and added that they do not remove the blue fiber cable (bfc) at all. After reboot, the system came up properly, but error 54 was still present. Procedure continued with new instruments. Fse later requested tech support to review the error logs and the reported errors could be confirmed, error 54 was reported by the psc. Fse called the robotic coordinator to ensure proper connectivity of the psc. She stated that she had removed the bfc from the psc the day before to perform some cable management. Fse had the site verify the bfc was connected properly and they reconnected properly. Fse then called customer back and it turned out, that nurse did not clean the bfc , so fse guided her through the bfc-cleaning process, but that did not help. Change of bfc port from 3rd to top one was tried, but no change. Fse asked her for a spare cable and she confirmed availability. She connected the new bfc between the top port and psc. Error message 54 was still present. Fse guided her to power down the system one more time to be able to connect the bfc to the 3rd port. System came up properly, without error 54 message. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument release key was used on two instruments. The system was in error state when the manual release was executed. The procedure was converted to open surgery. The patient's status is convalescence.